Event description:
Reportedly, this customer reported problems with "balance." Upon arrival, the technical service engineer (the tse) found that the machine was passing the self test -- while the history showed 40+ balance alarms. There was no report of patient injury or intervention. The tse replaced a faulty access sensor/module, recalibrated the machine, and documented that the machine was now passing the self test. The complaint failure is coded as hf-11ps 1f which represents an inoperative/faulty/or bad part, relative to the access pressure sensor.

Manufacturer narrative:
Although the machine passed the self-test, the history log also supports that the machine appropriately alarmed 40+ times; alerting the user to an issue. Although there was no report of a patient injury or intervention, if the balance alarm is reset several times without investigating the root cause of the alarm, excess fluid can be removed or added to the patient. A pra addressed this issue-(B) (4)